Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Subsequently, physician reported capsular contracture - baker grade iii. This record is for the right side. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, creases and deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported "implant rupture". Subsequently, physician reported capsular contracture - baker grade iii. This record is for the right side. Device has been explanted.